Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. At the time of the report, the customer's blood glucose (bg) level was 437 mg/dl. Customer stated bg level was due to the pump being suspended due to the alarm. Customer was successfully able to load a new cartridge and resume insulin delivery.